Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the left ventricular (lv) lead was dislocated, and caused high capture threshold, and loss of capture. No adverse patient effects were reported. Additional information: the field rep indicated that medical intervention was initiated, and the device was reprogrammed. No further issues have occurred.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the left ventricle (lv) lead was dislocated, and caused high capture threshold, and loss of capture. A revision procedure is planned and scheduled. No adverse effects to the patient were reported.